Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was difficult to seal or could not seal occurred frequently. Re-grasp alert, end tone, and energy delivery were unknown. There was no patient injury.